Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had damage. Customer was assisted with bumped/dropped/cosmetic damage troubleshooting. The customer's blood glucose was unknown at the time of the incident. Customer stated that the reservoir would not stay locked into the pump and that they had to use rubber band to hold the reservoir in. Customer stated that the insulin pump might have been dropped. Customer stated that the drive support cap appeared normal and it passed self-test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and missing reservoir tube lip o-ring; the test reservoir does not stay locked into place due to reservoir tube lip damage. The insulin pump had cracked battery tube thread, cracked case near display window corners, cracked on the display window and minor scratches on the display window noted.